Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 were not detected on bus. A field service engineer (fse) reconnected all connections to resolve the issue. Further the fse tested drawer several times in user application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer was not detected on the bus and was preventing access to medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.